Event description:
It was reported that the pt lost weight and experienced erosion and infection of the interstim device. The lead was protruding from the skin. Further info is being requested from the hcp.